Event description:
Report 2 of 3 it was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifuging the gel remained in the walls messing the plasma and did not perform proper separation between blood and gel. 20 tubes were affected. The following information was provided by the initial reporter: it was observed an issue with lithium heparin gel tubes, when centrifuged the gel remains in the walls, messing the plasma, and it does not perform a proper separation between the blood and the gel. And we've had approximately 20 tubes in the lab with this situation, all from same batch.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifuging the gel remained in the walls messing the plasma and did not perform proper separation between blood and gel. 20 tubes were affected. Hemolysis was observed in patient sample. The following information was provided by the initial reporter: it was observed an issue with lithium heparin gel tubes, when centrifuged the gel remains in the walls, messing the plasma, and it does not perform a proper separation between the blood and the gel. And we've had approximately 20 tubes in the lab with this situation, all from same batch.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5: "report 2 of 4" and "hemolysis was observed in patient sample." - there are 4 related MDR reports instead of 3; hemolysis was not clarified in original report. The following fields have been updated with corrected and/or additional information: imdrf annex a grid: a0908 was added. H.6. Investigation summary: bd received 4 photos for investigation. The photos were reviewed and the indicated failure modes for poor barrier separation, hemolysis, gel smearing, and red cell hang up were observed. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no defects were observed: 100 retained samples were visually inspected, and no additive and gel defects were found. 10 retained tubes were analyzed for the heparin content and were all within specification limits. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023 ,additional testing was performed -retention samples were tested clinically for the defects reported: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier separation, hemolysis, gel smearing, and red cell hang up) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation, hemolysis, gel smearing, and red cell hang up based on the photos provided. All retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.